Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-03548. This report is submitted on 18 february 2021.

Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, the patient had a skin-flap reduction (date of event and reason for the procedure unknown). The implant remains in-situ.